Event description:
It was reported that the portex® blue line ultra® tracheostomy tube kit cuff was difficult to inflate. No serious injury was reported in connection with this incident.

Manufacturer narrative:
One ultra tracheostomy 8.0mm was received in used conditions without its original packaging. The sample was visually inspected, at a distance of 12" to 16" and normal conditions of illumination. No discrepancies were found. A syringe was used to inflate the cuff of the sample and was submerged under water in order to verify for leaks. A leak was observed coming out of the cuff.